Event description:
It was reported that this lead was part of a system explant due to infection/sepsis. The device was explanted. No new system was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).